Event description:
Pt with candida esophagitis had perforation of esophagus during keogh feeding tube placement. Died as a consequence of sepsis following an emergency laparotomy for pneumothorax and pneumoperitoneum. Autopsy performed. Histology revealed fungal growth in esophagus.